Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that patient had an alert on (B)(6) 2018 for shock impedance out of range greater than 200 ohms. Another call was placed to technical services the following day reporting that the impedance has returned back to the 50s and they will continue to monitor. The following physician was dr. (B)(6) at trihealth heart institute clifton in cincinnati, oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).